Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was displaying the 'replace generator soon' message. Upon updating the ios and pc app, the 'replace generator' message displayed indicating the device had reached end of life. As a result, surgical intervention is expected to address the issue.

Manufacturer narrative:
Correction, g4: date correction.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.